Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer changed infusion sets or simply cleared the alarms to resolve the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer's blood glucose level was 220 mg/dl. The customer reverted to manual injections for insulin therapy.